Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapient xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the deployment of a round thv in a d-shaped ring appears to have caused the persistent pvl. The multiple co-morbidities likely contributed to the subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of the sapien xt valve in a pre-existing mitral ring via a trans-septal approach, the valve was deployed in a "very satisfactory position". There was no central prosthetic mitral valve regurgitation, but two paravalvular jets secondary to the discrepancy between the circularity of the edwards sapien xt and the elliptical semi-rigid mitral annuloplasty ring. No further intervention was performed to address the paravalvular leak. Postoperatively, the patient went into renal failure requiring hemodialysis, respiratory failure involving prolonged intubation, and had an episode of cardiac arrest post op day 10. A transesophageal echocardiogram revealed persistent severe mitral regurgitation. The patient had profound hypoxia and high dose nitric oxide was initiated. The patient remained on epinephrine, nitric oxide, levophed during his postoperative course. The patient went into renal failure, but can never tolerate hemodialysis secondary to the vasopressor therapy, therefore cvvh was performed. Post procedure severe mr was noted and a balloon valvuloplasty was performed on pod 13 without any significant benefits clinically. The patient continued to deteriorate and the health care proxy made the patient dnr. Pod 17, the patient went into cardiac arrest and passed away.